Manufacturer narrative:
MFR's report date: 03/23/2011. (B)(4). One used 20019e sample was received for investigation. The customer's complaint of a disconnection at the lower joint of the two way connector was confirmed. Root cause was identified to be insufficient solvent.

Event description:
The user reported that when they tried to connect an antibiotic infusion to a central venous access line (cvc) via the 20019e, they noticed that the smartsite needle-free valve at the end of the 20019e had disconnected from the tubing and was under the pt's shirt. The cvc was clamped at the time of the incident. From the reported info, there are no indications of serious injury to the pt or user as a result of this incident.